Event description:
Midas incident #(B)(4). Two instruments from the morland knee tray broke while trying to remove the polyethylene. All broken parts found and removed. Morland osteotome (B)(6). Morland shoe osteotome (B)(6). Patient code: 4582. Device code: 1069. Reference report: mw5182147.